Event description:
Dr. Developed contact dermatitis after wearing this pair of gloves. Doctor experienced a rash on forarms that lasted 2 1/2 weeks. Doctor self medicated with allegra. The rash has cleared up, and doctor continues to use this gloves without problems.